Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). 510k number not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the 3mm bit guide was worn out. No patient was present at the time of the event.